Manufacturer narrative:
MDR initial 10 of 13. Based on the available information, this event is deemed to be a serious injury request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It is reported that the patient faced occlusion issue with 13 infusion sets from (B)(6) 2026 till 13-jun-2026 which leads to high blood glucose and was treated with correction injection via mdi (multiple daily injections).